Manufacturer narrative:
There was a button error alarm and no escape and down button response due to a flattened button dome switch. The unit was received with a minor scratched display window, a cracked case at the display window corners, a crack on the reservoir tube lip, a cracked reservoir tube window thru the reservoir tube, cracked battery tube threads, and a cracked pump belt clip slot.

Event description:
The customer's wife called in to report a button error alarm. The customer's blood glucose level was 136 mg/dl. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.